Event description:
Sling applied and donned on sara plus lift to the loop and lock assemblies by both therapist per arjohuntleigh transfer instruction. Pt started supine in hospital bed, sat up at side of bed, and then stood with the assistance of the sara plus lift. Pt took first step and upon the initiation of the second step, pt informed staff that she was unable to perform function. Pt sat back into transfer sling, left side leg strap buckle began to tear off. Once left leg buckle tore off, pt's weight was shifted to the right side of the sling, therefore, causing tear of the right leg buckle. Therapists assisted pt in lowering to floor. Sling was unstrapped from sara plus once pt was sitting on floor. No injuries reported, but facility requested that weight bearing x-rays be taken as a precaution.

Manufacturer narrative:
Further info will be provided upon conclusion of the manufacturer's investigation.